Manufacturer narrative:
E1: initial reporter phone no. (B)(6). During evaluation the device turned off unexpectedly when tested in battery mode. The cause was identified to be dried liquid substance on the back flex battery contact pin due to fluid intrusion as a result of poor cleaning practice. The back flex battery contact pin will be cleaned and the rear case will be replaced to address this issue. A review of the event history log revealed improper shutdown messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device turned off unexpectedly when tested in battery mode. No additional information is available.